Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per adc's established processes and procedures, and a report will be submitted upon completion of investigation activities. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A high readings issue with the adc device was reported. A customer reported receiving an unspecified high scan on the abbott diabetes care (adc) device compared to an unknown result from built-in precision meter. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Customer did not experience any symptoms, however, went to hospital and received unspecified treatment from a third-party administration for the reported product issue. There was no report of death or permanent impairment associated with this event. Reportedly, a sensor scan of 240 mg/dl was compared to a built-in precision meter result of 240 mg/dl. Length of wear was 7 days. When the results provided were plotted on a parkes error grid, they fell into the "c" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Event description:
A high readings issue with the adc device was reported. A customer reported receiving an unspecified high scan on the abbott diabetes care (adc) device compared to an unknown result from built-in precision meter. Customer noted a horizontal trend arrow which indicates glucose is changing slowly (less than 1 mg/dl per minute). Customer did not experience any symptoms, however, went to hospital and received unspecified treatment from a third-party administration for the reported product issue. There was no report of death or permanent impairment associated with this event.reportedly, a sensor scan of 240 mg/dl was compared to a built-in precision meter result of 240 mg/dl. Length of wear was 7 days. When the results provided were plotted on a parkes error grid, they fell into the "c" zone showing the difference in values to be clinically significant. However, it is unknown when these readings were obtained in relation to the reported medical event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product.the most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse.all complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio.at this time product has not yet been returned and a valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and the product; no trends were identified that would indicate any product related issues .if the product is returned, a physical investigation will be performed and a follow-up report will be submitted.all pertinent information available to abbott diabetes care has been submitted.